Manufacturer narrative:
Both air and o2 mixer valves were replaced. The service software tests were performed. The ventilator wast returned to clinical use.

Event description:
Hamilton medical ag received the following description: low oxygen and displayed fault code tf 5507.